Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that the fiber broke in the fiber port. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke in the fiber port. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.